Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) between 47-50 mg/dl; cause was unknown. Juice was consumed to treat bg level. Pump system check with tandem technical support (cts) found pump to be functioning properly. Recommendation was made to consult with healthcare provider regarding diabetes management.